Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient felt pocket stimulation while at rest and requested a follow-up visit. Upon interrogation it was noted the pacemaker had entered safety mode and was pacing at 72 bpm. The patient was hospitalized and underwent a revision procedure. During the procedure the leads were tested with a pacing system analyzer (psa) and yielded good results with values similar to the last follow-up 10 months earlier. The physician reported seeing asystole due to pacing inhibition on the monitor during the procedure. The pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient felt pocket stimulation while at rest and requested a follow-up visit. Upon interrogation it was noted the pacemaker had entered safety mode and was pacing at 72 bpm. The patient was hospitalized and underwent a revision procedure. During the procedure the leads were tested with a pacing system analyzer (psa) and yielded good results with values similar to the last follow-up 10 months earlier. The physician reported seeing asystole due to pacing inhibition on the monitor during the procedure. The pacemaker was explanted and successfully replaced. No additional adverse effects were reported.